Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and non-malignant pain. It was reported that the patient¿s first implantable neurostimulator needed to be surgically replaced because it depleted and was unable to get it going. This was described as the implantable neurostimulator being overdischarged and that a manufacturer representative was unable to get it revived using a physician mode restart. The implantable neurostimulator was surgically replaced shortly thereafter on (B)(6) 2016. It was reported that the implantable neurostimulator could not be revived about three weeks prior to the replacement surgery, confirmed as (B)(6) 2016. The implantable neurostimulator was replaced and it worked well for a long time. There were no further complications reported or anticipated.